Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had increasing thresholds. Further review of the manufacturer's database indicated the lead was capped and a new pace/sense lead was implanted. The high voltage coil remains in use. No patient complications have been reported as a result of this event.